Event description:
It was reported there were low impedances, below 250 ohms. The device provided therapy for speech and walking issues. The patient had lost therapy a couple months prior to report, and had issues walking. It was stated the changes in walking appeared gradually and got worse gradually. An x-ray was planned to see if anything was 'visible.' Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3387-40, lot# j0118386v, implanted: (B)(6) 2001, product type lead. (B)(4).